Event description:
The door strut of parker bath has failed within a 12 month period. There were no injuries reported, and arjohuntleigh was not made aware that there was a pt involved when the failure was noticed.

Manufacturer narrative:
This report is being filed under exemption (B)(4) by arjohuntleigh (registration#9611530). The eval of the device to date has been carried out by a rep of the MFR's sales and service unit subsidiary division, not a direct employee of the MFR. Add'l info will be provided following the conclusion of the MFR's investigation.